Manufacturer narrative:
The "date of event", "model #", and "serial #" were not provided. Should further information become available, a follow-up report will then be submitted.

Event description:
Alleges armrest broke and customer fell causing injury.

Manufacturer narrative:
Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges armrest broke and customer fell causing injury.

Manufacturer narrative:
The provider replaced the applicable armrest parts. The old parts were disposed of by the provider. The unit is working properly.

Event description:
Alleges armrest broke and customer fell causing injury.